Manufacturer narrative:
Unit received with button error alarm and had unresponsive up buttons due to corroded keypad traces. Unit had intermittent buttons response due to corroded moisture damage keypad traces. Unit had unresponsive buttons due to flattened buttons dome switch. No unlocked keypad connector noted. No button error alarm noted during testing. However, unit had intermittent button response due to corroded, moisture damage keypad traces. Due to flattened buttons dome switch. No unlocked keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test or verify alarm due to unresponsive button. No unexpected numbers ramping/scrolling during testing. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at display window corners, scratched reservoir tube window, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end

Event description:
It was reported via phone call that the keypad of the insulin pump was unresponsive and had a button error. Blood glucose level at the time of the call was 11 mmol/l. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product was returned for analysis.